Event description:
The efi gravity training system machine was adjusted to the proper height for the pt. The therapist moved and tested the machine to insure it was in place. The pt laid down on the equipment and began to exercise and the machine fell from the inclined position to a flat position with the pt on it. The pt reported no injury or pain. Two parts of the machine were noted on the ground near the machine.